Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, the following findings were revealed: leakage was in found in biopsy channel; residual liquid or foreign material came out of suction cylinder (s-cylinder) and adhesive on bending section cover (a-rubber) had foreign objects; cover, plug unit, cable unit, and circuit board unit in scope-connector had corrosion due to water leakage; plastic distal end cover (c-cover) had a burn; connecting tube had buckling. In addition, it was noted that the switch box and universal cord had a scratch; and air/water-cylinder and s-cylinder had no color. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope suction valve was broken off. It is unknown when the issue was observed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: suction cylinder (s-cylinder) and bending section cover (a-rubber) adhesive had foreign material present, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.